Manufacturer narrative:
Device sample has not been returned to manufacturer. DHR investigation did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.

Event description:
The event is reported as: clips were applied but they did not perform correctly. Procedure was finished using an auto endoclip applier. No pt injury reported. Pt's current condition listed as fine.